Event description:
A physician reported that on 3 july 1997 he implanted the right and left nasolabial folds without event. On 26 november 1997 he implanted the right and left nasolabial folds a second time in piggyback fashion on top of the implants placed on 26 november 1997 for enhanced augmentation. He used guta percha absorbable sutures. He prescribed keflex for 3 days and cold packs to the sites for 1-2 days. On 15 january 1998 the pt complainted of inflammation and tenderness and serosanguinous drainage (date of onset-unknown) at the upper incision area of the right nasolabial implant site. The physician prescribed keflex for 5 days. On 19 january 1998 the physician noted redness, swelling, tenderness and drainage in the right nasolabial site, diagnosed an infection, and removed it. He prescribed a 5 day course of keflex. On 22 january 1998 the incision sites in both nasolabial folds were healing well; the right nasolabial inferior incision site had a small ecchymosis. There were no signs or symptoms of infection and there was full mobility in the site. No further medical treatments or interventions are planned. The physician does not believe the pt has incurred any serious or permanent damage related to this event. The explant was received by the distributor on 26 january 1998 for histological analysis. After the analysis is complete, a report will be forwarded to the MFR.